Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported with the description of the lens became stuck in the injector and could not be implanted. There is no patient harm. Additional information has been requested but is not available at the time of this report.